Event description:
The customer reported that while the unit was in use on a patient, four keys on the keypad stopped working. The patient was switched to another unit and therapy was continued. No patient injury was reported.